Manufacturer narrative:
The t:slim user guide states: humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The t:slim user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off-label per the user guide. Customer also reported using the cartridge for greater than 72 hours. It is recommended that the cartridge be changed every 48-72 hours. However, customer alleged occlusion alarms are related to the pump. Customer changed supplies to address the occlusion alarms and successfully resumed insulin. Customer reported blood glucose level ranged from 225-375 mg/dl.